Manufacturer narrative:
Vyaire medical investigation file # (B)(4). Device evaluation: g3, g6, h2, h3, h6 and h11 vyaire medical's investigation team was able to confirm the customer's reported issue of transducer fault, exhalation transducer calibration and motor fault causing the device not to cycle. As a resolution, a parts order was initiated for replacement of main board and turbine.

Event description:
It was reported to vyaire medical, error occurred-xdcr (transducer) fault, (peek inspiratory pressure). No patient involvement.